Event description:
Event description guidant received information that this defibrillation lead exhibited out of range (high) pacing impedances. Upon x-ray it was identified that this lead was fractured. Due to the location of the fracture it appears to be a result of clavicle-first rib crush.